Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/7/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: visual inspection of the pump showed some cosmetic defects including worn keypad and scratched lens. Investigation revealed no damage to the keypad and all keypad buttons were functioning properly. Removal of the rubber keypad did not reveal any damage or contamination on the button contacts. The cover of the audio bolus button was found to be detached and the button contact was exposed. Unrelated to this complaint, the display lens was found to be scratched heavily and obstructing the screen.